Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty valve on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device intermittently displayed a "self check error 1174" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.